Manufacturer narrative:
The field service representative (fsr) inspected the module, found a small leak and replaced the syringe valve resolving the issue. Issue resolution was verified with passing qc and patient sample precision testing. The syringe valve was determined to be the cause of the result issue. A review of tracking and trending did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the syringe valve was identified.

Event description:
The customer observed a false positive alinity I troponin result generated on an alinity I processing module for a 36-year-old female. Sid (B)(6) initial result= 33.2 ng/l, repeat results x 5 on other instrument = <2.7 ng/l (normal reference range = <2.7-14 ng/l). There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not provided.

Event description:
The customer observed a false positive alinity I troponin result generated on an alinity I processing module for a 36-year-old female. Sid (B)(6), initial result= 33.2 ng/l, repeat results x 5 on other instrument = <2.7 ng/l (normal reference range = <2.7-14 ng/l). There was no impact to patient management.